Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 223201 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 223201, test base part number 195-430h / lot 220510. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 223201 showed that the complaint rate is 0.00134%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 antigen self test for two patients performed on (B)(6) 2024 with nasal swab. This MFR. Report addresses patient one (1) of two (2). The consumer previously tested positive on (B)(6) 2024. Repeat testing was performed couple of days after (B)(6) 2024 and before (B)(6) 2024 which generated a negative result. The consumer reported that they tested negative after they took paxlovid. The consumer stated the patient was symptomatic (symptoms like runny nose, a bit of cough). No additional patient information, including treatment and outcome, was provided.